Manufacturer narrative:
The device has been disposed by the customer. Concomitant bwi products: product: stockert 70 rf generator; us catalog # s7001; serial # unknown. Product: coolflow irrigation pump; us catalog # cfp002; serial # unknown. Product: carto 3 system; us catalog # fg540000; serial # (B)(4). (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (vt) procedure with two thermocool smart touch bi-directional navigation catheters and suffered a cardiac tamponade. The patient's medical history is unknown. Prior to the case, it was noticed that the patient had a small pericardial effusion. Ablation was done in both left and right ventricle. The patient's blood pressure decreased and required meds to maintain blood pressure during procedure. At the end of case, physician did a routine check of the heart and found a large pericardial effusion on intracardiac echocardiography (ice). The patient required pericardiocentesis. No further information is known regarding the patient status. The physician¿s opinion regarding the cause of this adverse event is that this is possible procedure related. Per 21 cfr, part 803, this complaint is reportable. The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA.

Manufacturer narrative:
Since the lot # 16075216m was provided, the device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference # (B)(4).